Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of "hi" results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 193-204mg/dl fasting. Verified test strips expire 03/31/2018. Customer's test strips are being stored in the kitchen and opened vial date (B)(6) 2015. Customer performed a back to back blood test hi and hi. Reviewed meter memory (B)(6).